Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported when installing the eto cap, it was over-tightened past the proper position and needs to be restored during reprocessing involving an olympus flex deflectable videoscope. There was no patient involvement.